Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery alarm, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into the ocean while still connected. Customer reported that as a result, display screen went blank and there was a constant tone. Customer's blood glucose was 145 mg/dl. Customer was advised that insulin pump would need to be replaced.